Manufacturer narrative:
Results: the returned jet7 was ovalized at approximately 114.0 cm and kinked at approximately 122.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed the reported fracture could not be confirmed. The jet7 was visually inspected and no fracture was observed at the catheter mid-shaft. Further evaluation revealed a kink on the distal shaft. If the jet7 is forcefully manipulated against resistance, damage such as a kink may occur. Further investigation revealed an ovalization on the catheter. This ovalization was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, the physician advanced the penumbra system jet7 reperfusion catheter (jet7) through a neuron max 6f 088 long sheath (neuron max) up to the clot. While pulling the jet7 out from the first pass, the physician noticed that the mid-shaft of the jet7 had fractured; therefore, it was not used for the remainder of the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) and the same neuron max. There was no report of an adverse effect to the patient.